Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had lead migration that resulted in rib stimulation and no stimulation on the lower back.

Manufacturer narrative:
Model number/catalog number: sc-2218-50. (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.